Event description:
The customer returned the gastrointestinal videoscope to the service center for separate issues. During the device analysis, the service repair technician identified foreign objects in the jet tube (J-tube). There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the foreign objects in the jet tube (J-tube) was component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.